Event description:
Analysis of the tablet was completed on 07/14/2016. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician's tablet was experiencing difficulties communicating. Troubleshooting was performed by a company representative which identified that the serial cable was faulty. A new serial cable resolved the issue; however, the physician insisted on having the entire tablet replaced. The physician was provided a new programming tablet. The tablet with the faulty serial cable is expected to be returned for analysis, but has not been received to date.

Event description:
The tablet was returned without the serial cable. Analysis of the tablet is underway, but has not been completed to date.